Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not alarm no delivery when the cannula was bent. Customer also reported that during the rewind, the piston of the pump stopped in the middle and she had to rewind the second time to finish the rewinding process. Customer's blood glucose was 300 mg/dl. Customer has already changed the infusion set because of the high blood glucose. Customer stated that she has a back-up plan but she did not use it. Customer stated that she did not consult with her health care professional. Customer stated that the pump failed the high pressure test. Customer had a no delivery alarm, no leaks, and no drops on the end of the tubing. Customer repeated the high pressure test and it failed. Customer was advised not use the pump.